Event description:
The customer contacted stryker to report that their device's battery pin terminals are free spinning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Corrected data: section d9, product available to stryker of the initial medwatch report indicates no; section d9, product available to stryker of the initial medwatch report should indicate outside united states service facility. Additional manufacturer narrative; device evaluation: a stryker service representative evaluated the customer's device and was able to duplicate and verify the reported issue. The device's rear case was replaced to resolve the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device's battery pin terminals are free spinning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.